Manufacturer narrative:
The unit was received with a blank display due to moisture damage on the electronic stack. The unit had moisture damage on the motor. Analysis was unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, operating currents, off no power test, and excessive no delivery test due to a blank display. The unit had a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner.

Event description:
The customer called to report that the insulin pump was exposed to fluid. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.